Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, first instrument broke when attaching insufflation tubing. Then the second instrument was not folded correctly and was out of sleeve when opened. Opened another device to complete the procedure. There was no patient injury.